Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure in 2008 with a 90%, slightly calcified de novo lesion in the mid left anterior descending (lad) branch. The vessel was slightly tortuous. A 2.5 x 28 mm cypher stent was being delivered to the lesion, but the physician had difficulty crossing due to calcification. Therefore, the cypher was going to be withdrawn, but it became stuck. So the physician pulled the cypher with excessive force into the guiding catheter and the proximal end of the stent became caught with the tip of the guiding catheter and the shaft kinked. It was noted that the stent struts flared at the proximal end as a result of the retrieval. Since there was a possibility of dislodging the stent from the stent delivery system (sds), a snare was used for retrieving the cypher, and it was retrieved as a system from the pt safely. During retrieval, the sds was severed outside of the pt, near the hub and mid portion of the shaft. Eventually balloon angioplasty was conducted again, and the procedure was successfully completed by implanting a 2.5 x 23 mm cypher stent.